Event description:
On (B)(6) 2011, a zimmer antegrade femoral nailing was being performed on a young obese patient. While using a medullary reamer head, instrument broke in half inside the patient who reportedly has a very narrow femur canal. Surgeon opted to leave the broken piece inside the patient. Additionally, surgeon decided to perform a plating instead of a nailing. This report is #1 of 2 for the same event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.